Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-5746 and #3005099803-2008-6410 for a description of the other devices. It was reported to boston scientific corporation that a rapid exchange biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2008 (a female patient; weight is unknown). According to the complainant, during the procedure, with two guide wires in the biopsy channel, the catheter was kinking at the biopsy cap. The physician tried two devices, and had the same problem. The physician completed the procedure with a another device, after removing the second wire from the biopsy channel. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.